Manufacturer narrative:
Approximate age of device ¿ 28 days. The pump remains in use supporting the patient. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that on (B)(6) 2018, a transesophageal echocardiogram was performed and a thrombus in the right atrium was observed. The thrombus was 19 x 10 mm and was adherent to the right atrial free wall. It was reported that the patient did not have symptoms specific to the thrombus prior to the echocardiogram. On (B)(6) 2018, it was reported that in response to the finding, the patient was put on anticoagulation medication and continued on it (on warfarin). The patient was put in a stepdown unit and will be discharged to a rehabilitation facility.

Manufacturer narrative:
A correlation between the device and the reported peripheral thromboembolic events could not be conclusively determined. Peripheral thromboembolic events are listed in the instructions for use as a potential adverse event that may be associated with use of the heartmate 3 left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.